Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: creases fold, wear abrasion and opening curved on patch/shell bond edge. Leak test and microscopic analysis was performed which identified: sharp opening on patch/shell bond edge, white particles inner device and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification.based on the device analysis the final assessment is:a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted and replaced.